Event description:
It was reported that a patient was indwelling PICC catheter (central venous catheter via peripheral cannulation) on (B)(6) 2025, and was given PICC catheter maintenance on (B)(6) 2025 at 9:10 a.m. During the process of flushing the catheter using a pre-flush catheter flusher 10 ml, saline was found to be coming out of the extension tube, which was reported to the head nurse and the doctor in charge, and was judged to be a breakage of the extension tube, which was given to be sterilized, and the catheter was cut off at the catheter connection. After replacement, the catheter was flushed with 10 ml of pre-flush catheter flusher without any abnormality or fluid leakage, and the patch was reapplied after normal medication change. There was no report of patient harm.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.